Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Patient was revised to address malpositioned tibia component.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. Based on the programmed settings and usage, the device was found to be outside of the expected limits. The device was exposed to various temperature and humidity testing; no anomalies were found. The battery was returned to the vendor for destructive analysis. No battery anomalies were detected. The cause of the battery depletion was not determined.